Manufacturer narrative:
An invacare lawyer was given access to the lift and sling reportedly involved in this incident. The lift is a model rpa600-1, serial number (B)(6). The tags on the sling were worn such that the model and date code were no longer visible; however, an invacare logo was present, and it appeared to be a model r112. Photographs of the sling and videos of the lift were provided. Other than general wear, both devices appear to be intact with no visible defects or failure. Based on the evaluation, there is no indication that a malfunction of the lift or sling caused/contributed to the reported event.

Event description:
Invacare received a summons from a law firm representing the patient's family. The document alleged that employees of the care center where the patient resided were transferring the patient with a reliant 600 lift when the body sling became detached from the lift, causing the patient to fall to the floor and hit her head. It was alleged that she sustained serious neurological and cranial injuries as well as multiple rib, shoulder, and leg fractures. The patient was transferred to an acute care facility and expired the same day.

Manufacturer narrative:
This event is being reported to the FDA in an abundance of caution, as it was alleged that an invacare lift was involved in an event which resulted in a patient' death. At this time, the underlying cause of the event is undetermined. It is unknown how the sling became detached from the lift, if it resulted from a product malfunction or if the sling was just not secured properly. The identity of the sling is also unknown; it has not been confirmed to be an invacare product. The lift's serial number was not provided, so its exact model is unknown. Also, the lift's manufacturing date and location cannot be determined. The reliant lift has been manufactured at multiple invacare locations. Invamex is the current manufacturer, so the MDR is being filed using their cfn number. This is an ongoing legal investigation. As additional information becomes available, a supplemental record will be filed.

Event description:
Invacare received a summons from a law firm representing the patient's family. The document alleged that employees of the care center where the patient resided were transferring the patient with a reliant 600 lift when the body sling became detached from the lift, causing the patient to fall to the floor and hit her head. It was alleged that she sustained serious neurological and cranial injuries as well as multiple rib, shoulder, and leg fractures. The patient was transferred to an acute care facility and expired the same day.